Event description:
It was reported that the handpiece was set aside with a note: harmonic cord machine indicated problem. The customer used another handpiece for the case. The rep tested the handpiece and received error 3 with test tip. There was no reported pt consequence.